Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and 'wave formation' on the skin. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported "pulling and pain and also tightness in the chest, feels like nodules, device has changed shape and patient is concerned with the device recall". Subsequently, patient reported "capsular contracture - baker grade unknown". Later, healthcare professional reported "'wave formation' on the skin, capsular contracture baker grade iii" diagnosed via us. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, an opening and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported...pulling and pain and also tightness in the chest, feels like nodules, device has changed shape and patient is concerned with the device recall. Subsequently, patient reported capsular contracture - baker grade unknown. Device remains implanted. The relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.